Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''deflate balloon - balloon deflation difficult/unable'' was unable to be confirmed due to unavailability of applicable procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As per customer report, ''the cardiologist stated he could not deflate the balloon and believed the tip of his glove was stuck in the inflation device plunger. While attempting to remove his glove from the inflation device he inadvertently locked the inflation device and pulled on the 26mm commander delivery system causing the valve to be ejected from the aortic annulus.'' In this case, the user's glove got caught in the plunger of atrion inflation device, which likely prevented balloon deflation due to the inability to freely retract the plunger. As such, available information suggests that procedural factors (use error) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device was not returned for evalution.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure while deploying a 26mm sapien 3 ultra resilia valve the cardiologist stated he could not deflate the balloon and believed the tip of his glove was stuck in the inflation device plunger. While attempting to remove his glove from the inflation device he inadvertently locked the inflation device and pulled on the 26mm commander delivery system causing the valve to be ejected from the aortic annulus. The valve was pulled into the descending aorta and implanted. A second 26mm sapien valve was prepped and implanted into the native aortic valve without issue. The patient was stable and transferred back to the room. Per the fcs, the initial reporter did not allege the ew devices were deficient in some way. There were no issues noted with the tip of the device plunger that may have contributed to the issue. The devices are not available for return.